Event description:
It was reported that the patient¿s infection at the ipg site has cleared.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has an infection at the ipg site. Surgical intervention took place wherein the patient's entire cervical system was explanted on (B)(6) 2018. The physician prescribed 6 weeks of intravenous antibiotics, as well as a wound vacuum assisted closure therapy. Cultures show the patient has a staphylococcus infection.